Manufacturer narrative:
(B)(4). The device history record for the applicable lot was reviewed and there were no devices rejected similar to the reported complaint condition. There were no more sets in inventory of this same lot number to evaluate. The aa cassettes were evaluated for flow and leak testing. The arrest cassette passed the leak test but did not pass the flow test due to an issue with the yellow stopcock. The stopcock was at a 110 degree angle which would restrict flow. The restriction of the flow could have caused the inadequate fill alarm as reported in the complaint (see 1649914-2014-00023). Visual inspection found the stopcock to be slightly damaged. It is unk if the delivery set evaluated was or contributed as a root cause to the alleged event. For example, user set up error (console), kinked tubing, and arterial pump function could also cause the same alleged event. Quest medical, inc. Has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Quest medical, inc defers to the pt's physician regarding medical history.

Event description:
Reference manufacturer report # 1649914-2014-00023. The mps disposable delivery set was returned to the manufacturer for analysis.